Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the delivery shaft of the device was fractured. The 90% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft of the device was fractured at approximately 15-20cm from the hub. The balloon was simply pulled out from the patient's body and the procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified a complete break at 70.2cm cm distal from the strain relief and multiple hypotube kinks both sections of the break site. A visual and tactile examination identified no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the delivery shaft of the device was fractured. The 90%stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft of the device was fractured at approximately 15-20cm from the hub. The balloon was simply pulled out from the patient's body and the procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.